Event description:
It was reported that an ams monarc sling was implanted, and that the pt "developed mesh erosion." No add'l info was provided.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.